Event description:
Patient reported issues with unreliable pump battery life, stating that battery percentage drained faster at 30%, leading to pump dying unexpectedly at work. There was no reported adverse impact to the patient's blood glucose level. Patient opted out of troubleshooting, requesting the issue to be documented for insurance purposes and case left in ¿other¿ status pending battery depletion review.